Event description:
It was reported that there was a confirmed pump motor stall with no motor stall recovery recorded in the event logs. It was also noted that a battery reset had occurred on (B) (4) 2009. The pt experienced an underdose with increased baseline pain. The pump was used to deliver fentanyl. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).